Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the procedure, it was reported that a patient became completely deaf on both sides. The physician suspects that this could be caused by the patient's reaction to dmso absorption.